Event description:
It has been reported that nrg transseptal needle was selected for use. It was mentioned that the anatomy did not match. The septal puncture was not able to be performed as anatomy did not match and thus the procedure was cancelled. No patient complications were reported. The device is not returning as discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.